Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation under the lifevest equipment. Patient described the area as rash/skin irritation that is open. There is no indication that the patient received medical intervention. There was no alleged device malfunction contributing to the irritation the outcome of the irritation is unknown as follow up attempts were unsuccessful.